Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, recapture was performed when the patient became unstable quickly and the physician made a decision to recapture and try to stabilize the patient before proceeding. The cause of death was not provided. According to the physician, the patient was very sick, and the implanting team knew this going ahead with the procedure and the patient died due to the patient could not tolerate the procedure. Per the physician and the valve coordinator, the patient was very sick with multiple issues that contributed to the patient¿s death. Per the physician, the valve and the delivery catheter system were not contributing factors to the patient's death.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and the patient became unstable. The valve was recaptured and withdrawn from the patient. Subsequently, the implanting team began advanced cardiac life support on the patient. It was noted that the patient did not make it and died on the operating table. The cause of death was not received. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0011924342); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329, lot #: 0011916505, ubd: 17-aug-2025, UDI#: (B)(4). Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.